Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgical. According to the information received from the field the recipient was explanted due to an infection at the surgical site, which started in the post-operative period. Further the infection was causing pain and swelling at the implant site. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. This is a final report.

Event description:
The left implant was explanted due to an infection that could not be controlled. According to the explantation report, the user also had pain.

Event description:
The left implant was explanted due to an infection that could not be controlled. According to the explantation report, the user also had pain.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.